Event description:
It was reported that the suture assistant device was used during a laparoscopic nissen fundoplication procedure. The cartridge broke causing the device to jam. The device was removed and case was completed. There was no consequence to pt.